Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/19/2014 with the following findings: no defect was found. Battery cap is able to fully tighten. A power loss was not observed. A blank display was not duplicated during investigation. Black box shows no eaw related to complaint. No reboot, loss of power or call service alarms duplicated during investigation. Pump case was removed. No evidence of moisture contamination or loose components inside pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that today his pump started to vibrate and the display would not come on: the vibration was steady but display remained blank when buttons were pressed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.